Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via medtronic post failed battery test and rewind anomaly. Customer's blood glucose level was unknown. Customer advised the insulin pump rejected new batteries and there was a loud noise during the rewind process. Customer declined to troubleshoot the insulin pump and the device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No failed battery alarm noted. No rewind anomaly noted. Device primed properly.